Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was getting a poor communication screen on the programmer when they tried to connect to their ins. They also were seeing a reposition antenna screen on the insr when they tried to connect to the ins. The patient has had more "off-time" than usual since (B)(6) 2018. The "off-time" was clarified as an indication to the caller that the medications weren't being as effective for the patient. The caller stated the patient was symptomatic, completely frozen and was not able to swallow. The patient charged the battery on monday. The insr (recharger) charged faster than normal during the charging session on monday. On tuesday, they had a return of symptoms and an inability to communicate with the implant using the patient programmer and the insr. Today in the office, the manufacturer representative (rep) was attempting to communicate with the ins using the 8840 and they were getting the message "no response from neurostimulator". The caller had the telemetry head over the battery and they tried several times with the 8840. The caller was also getting the reposition antenna screen on the insr when attempting to start the normal recharging session. A prm was attempted then a normal recharging session but the insr did not communicate with the ins. The caller also stated they were getting numbers 34-86-86. The position was maintained with the recharging antenna and it started another prm and let it run for 30 seconds followed by a normal recharging session, but it failed to communicate. The ins felt superficial, as they could feel the battery under the patient's skin. The caller attempted a normal charging session with a second insr but it wouldn't communicate. The caller attempted at prm with the insr and it failed once again. It was reported the rep called back and they were trying to get the surgeon to do an ins replacement with this patient on (B)(6) 2018. The pt's settings from a previous appointment were: l: amp 2.8v pw 120us rate 180hz r: amp 2.8v pw 130us rate 180hz

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the inability to communicate with the ins and the reposition antenna screen was not determined. When asked if the issues were resolved the hcp replied with "the device was replaced." There were no further complications reported.